Event description:
It was reported that 7 bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg tubes arrived at the laboratory clotted, and whole blood test results had to be reported qualitatively rather than quantitatively. This complaint was created to capture the 3rd of 9 patients affected by this event. The following information was provided by the initial reporter: "we have at least seven different case specimens in this specific batch that have arrived clotted which makes testing difficult and potentially impossible. We reached out to the submitting agencies and they were all taken from different collection sites, so the only thing in common with this problem was the catalog and batch number. Because of the clotting, results had to be reported qualitatively (i.e. Present) rather than quantitatively, as we are legally required to report results of whole blood. It is not clear how the clotted samples will impact the impending criminal trials."

Manufacturer narrative:
Correction: evaluation was completed and included in initial MDR submission. The following information has been updated: h.3. Device returned to manufacturer: other h.3. Reason code for no evaluation:

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing 10 occurrences of underfill during use. The following has been provided by the initial reporter: material no. 367962 batch no. Unknown it was reported that there are vacutainer issues with the vacuum. Vacutainers having issues with vacuum. Lot # 9158941, ref # (B)(4), 4.5ml, 13 x 100 mm.